Event description:
It was reported that seven days after a laparoscopic sigma procedure, there was leakage. The operative test was ok. An open procedure was done to correct the situation. No further information is available.

Manufacturer narrative:
Information anticipated, but unavailable at this time.